Manufacturer narrative:
Additional information received indicated that: the ivc filter was able to finally be able to be retrieved. The product is not being returned for analysis. There was no other reported product issue. One of the three (3) cases reported experienced vessel perforation which was treated. Some dissections were noted in the other cases but were not treated and there was no reported patient consequence. The date of implantation of the filter was not known. The approach for the filter retrieval was femoral. Films are available but are not able to be related to the corresponding complaints. No additional information is available.   As reported, the physician experienced difficulty retrieving the 55 cm. Optease inferior vena cava (ivc) filter as the filter was tilted. During the retrieval process, the internal lumen of the vein was damaged. The product was not returned for analysis. A device history record (DHR) review of lot 17337928 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Neither the DHR nor the information available suggests a design or manufacturing related cause; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician experienced difficulty retrieving the 55 cm. Optease inferior vena cava (ivc) filter as the filter was tilted. During the retrieval process, the internal lumen of the vein was damaged. This was one of three (3) cases reported by the same operator.